Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3708640, serial (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the extension was implanted (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during operation when the extension was connected to the new battery the extension was not working with no high impedances detected. The cause of the issue was unknown. The extension was replaced but not returned. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708640, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2017 it was determined that the patient's extension was defective and it was explanted and replaced. The etiology was stated to be related to the device/therapy, and not related to the implant procedure. The cause of the defective extension was not known. The event resulted in hospitalization. The event was resolved without sequela on (B)(6) "2018". There were no symptoms reported. No further complications were reported or anticipated.